Manufacturer narrative:
The customer¿s report of no fluid flow and the pump not alarming was not confirmed. A comprehensive analysis of the pump module event log was performed. It was noted that there was a deviation from the original infusion rate and vtbi on the date of the reported event. The pcu event log noted the device was in pump pressure mode at the time of the reported incident. On (B)(6) 2015 at 8:57 pm, the source pump module was attached to the pcu; on (B)(6) 2016 at 12:46 pm the module was programmed to infuse at 0.39ml/hr with a vtbi of 30.133ml. At 12:59 pm, the rate was changed to 0.65ml/hr with a vtbi of 30.051ml. At 1:00 pm, the rate was changed to 1.04ml/hr with a vtbi of 30.045ml. At 1:31 pm, the rate was changed to 1.3ml/hr with a vtbi of 29.505ml. The device was paused at 2:40 pm; thirty seconds later, the module was programmed to infuse at 999ml/hr with a vtbi of 27.986ml. At 2:43 pm the rate was changed to 1ml/hr, however with a vtbi of 0ml the pump went into kvo one second later. The root cause of no fluid flow and the pump not alarming could not be determined through review of the log alone, and no devices or disposable set were returned by the customer for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a pump programmed for epinephrine was discovered to have crimped tubing in the pump, no fluid flow, and the pump did not alarm. The event was discovered when the patient's blood pressure dropped. No lasting patient harm reported.